Manufacturer narrative:
(B)(4).

Event description:
The nurse stated the customer received questionable results from coaguchek xs meter serial number (B)(4) and another roche meter at the physician's office. The result from the physician's roche meter at 4:24 om was 2.3 inr. The result from the customer's meter at 4:56 pm was 3.1 inr. The customer was not adversely affected. The therapeutic range was 2.5-3.5 inr. The customer was not anemic and had no antiphospholipid antibodies. There were no changes in diet, no medications, and no recent illness. The suspect meter and strips were requested to be returned for investigation.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr . Donor 2 inr: 2.6 inr . Donor 1 hct: 44%. Donor 2 hct: 54%. Testing results: donor 1: retention meter with master lot strips: 2.6 inr . Customer meter with master lot strips: 2.6 inr. Donor 2: retention meter with master lot strips: 2.6 inr. Customer meter with master lot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips lot 250322-21 were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.